Event description:
It was reported that the fastthread screw was found bent inside the packaging. It was noticed before the surgery. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received. ***update, khe, 15-apr-2024: further information received after a request. The event was noticed during a knee surgery. There was no harm for the patient, operator or third party reported. No piece broke off inside the patient. The surgery was finished successfully with a new device with the same part no. It was not necessary to switch the surgical technique or do a second surgery. *** update dw 17-apr-2024: the customer reported that the anchor was bent and could not be inserted. However as the device is covered in blood in can be determined that the customer tried to implant the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4030c-08/ batch 15150016 was received for investigation. Upon visual evaluation, it was noted that the threads of the device were damaged. Functional testing was not performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.